Event description:
It was reported that the pump touch screen was cracked. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.